Event description:
It was reported that the patient was hospitalized due to congestive heart failure exacerbation and a recent fall. During interrogation, the implantable cardioverter defibrillator exhibited short episodes of atrial noise which caused inappropriate mode switching. There were no tachycardia episodes; the patient was asymptomatic. The noise could not be reproduced by myopotential testing. No intervention was performed; patient will continue to be monitored. The patient was stable during the device interrogation.